Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2018-07876. It was reported that the ICD was noted to be cardiac resynchronization therapy defibrillator was defective and caused inappropriate shock to the patient. The device was explanted.